Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Infast sling - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence of symptoms. The device remains implanted. No further patient complications have been reported in relation to this event.